Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead inadequate capture and no low voltage (lv) output were noted on the lead potentially due to poor connection with the device. The lead and device were exchanged, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-04732.